Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that"signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced shaking and sweating. No cgm nor blood glucose reading was reported, but an excessive amount of insulin was administered by the patient´s insulin pump, based on inaccurate high cgm reading. An ambulance was called. It was stated that the symptoms were the reason why the patient called the emergency medical services (ems), and it was understood that most likely they were unable to self-treat at that moment. When the paramedics took a fingerstick the blood glucose reading was low (no specific reading was reported, but it would have been below 80 mg/dl). The patient was treated with glucose tablets and gummies by the paramedics. No further treatment was reported to be needed and the patient was not brought to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.